Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the recharger (B)(4) found evidence of broken connector pins. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger would not power, the screen was blank and it beeps inconsistently. A reset was tried but the issue did not resolve. It was reported that the connector pin was bent. The patient stated the ins had no battery and he needs his ins on. The patient stated that the "stim doesn't cure everything" and he's constantly in excruciating pain. Patient was issued a new recharger and desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.